Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9 & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection confirmed broken electrode wires in the small tubing. System lock was verified. The device passed some of the electrical tests performed. Scanning electron microscopy (sem) analysis revealed fatigue breaks of an electrode in the small tubing. Scanning electron microscopy (sem) analysis revealed broken electrode wires in the small tubing. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.